Event description:
It was reported that this right ventricular (rv) lead exhibited noise. Additionally, the rv pacing impedances measured greater than 3000 ohms. The patient was symptomatic and was feeling dizzy. They found that the lead was fractured. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).